Manufacturer narrative:
Date sent to FDA: 9/14/2020.

Manufacturer narrative:
Date sent to FDA: 7/19/2019. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery, lysis of adhesions and repair of recurrent hernia on 10/16/2014 during which the surgeon noted the patch had not adhered to the abdominal wall properly and was removed. It was reported that the patient experienced severe pain and inflammation. No additional information is provided.